Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was on critical override. A technical support specialist dialed into station, logged in as carefusion network administrator, checked on the station database (db), found that it had exceeded 10 giga bytes, shrank up some space for backup per knowledge article (ka), "controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time", decrypted before performing backup by following the ka, "how to decrypt station db for backup", backed up to d:/temp, and performed proper data synchronization per ka, "proper datasync procedure & how to place new db in es station" without dropping the db and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station was in critical override mode and the user was unable to get new orders or new patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.